Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc concluded from the provided information that this phenomenon attributed to the failure of the pressure sensor mounted on the main circuit board. The exact cause of the reported event could not be conclusively determined, however, there is the possibility that the failure of the pressure sensor is attributed to the following. The electrode of the pressure sensor was oxidized and corroded. The wires inside the pressure sensor were peeled off due to adherence to the foreign matter. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the front panel of the device did not work and an error code was displayed when the user turned on the power of the device. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.